Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2013, the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) with 85% stenosis and was 12 mm long, with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 16 mm promus element ¿ stent. Following post-dilation residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the site reported the patient died.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the target lesion was located in the right posterior descending artery and not in the proximal right coronary artery as what was previously reported.